Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient's controller worked perfectly upon the rep's inspection and they believed that the patient was doing fine with no further controller issues. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97745 lot# serial# (B)(4). Product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they met with the patient yesterday afternoon and found that adaptive stimulation (as) was not providing accurate positional data. It was reported that the rep reset the positions twice and had the same problem afterwards so they shut off as. The system worked properly in manual mode. It was reported that the patient¿s battery may need more time to scar into place. The rep would revisit the as in a month. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s controller was not working. They stated that the adaptive stimulation position would not update. They stated that during the call the adaptive stimulation position changed when the patient did not change positions. The patient stated that they had to adjust the light on the controller as it got darker on them. Prior to the call the patient stated that adaptive stimulation was on and that they had checked the positions. They stated that now that they knew where the brightness buttons were they used those to adjust the light as needed. It was confirmed that the patient¿s therapy was on and adaptive stimulation (as) was enabled. It was also confirmed that the patient¿s selected group had as enabled. It was reported that the patient stood up and the patient stated that the position didn¿t change. Later in the call the patient stated that the position changed to a different position and they didn¿t move. The issues were not resolved on the call. The patient stated that they had a general programming appointment with their rep on thursday. The patient was advised to have the rep check their adaptive stimulation setup/parameters. It was reported that the issue of the screen not switching to left occurred on friday night (B)(6) 2018. The screen changed to the left then was frozen on the lying back position on saturday (B)(6) 2018. The screen becoming darker and having to adjust began in (B)(6) 2018. No further complications were reported/anticipated.